Event description:
The customer reported there was a leak in the electrical connector and angulation was low. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device. The reported issues were confirmed during testing. There was a leak at the electrical connector due to deformation of the connector, and angulation in all directions did not meet the standard due to wear of the angle wire. In addition, the suction cylinder was shaved due to being scraped with a cleaning brush, water removal ability did not meet the standard due to clogging of the nozzle, the play in the angulation knob was out of standard due to wear of the angle wire, the bending section cover and universal cord were scratched due to handling, there was a burn on the distal end cover due to high energy accessories being used without ensuring sufficient distance from the distal end, switch one and the scope connector cover were scratched due to physical stress, switch two was worn due to physical stress, and the forceps channel port was shaved due to physical stress. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.